Event description:
It was reported that the patient infusion set failed on 26- mar-2026 leading to hyperglycemia and the patient got treated via manual injection no further information was available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site:8021545.